Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an atrial fibrillation (afib) procedure a map shift occurred. Upon request, the bwi field representative provided additional information on the event. The map shift was 2.5 cm and noticed by the user because the lasso catheter was completely out of the pulmonary vein anatomy. There was no warning message from the carto 3 system. The map shift occurred during a planned cardioversion. It was noticed that the patch placement was incorrect. The back patches did not surround the heart and the chest patches were not on the same level as the back patches. Also the sid values were not respected. No map shift occurred in the next cases when using good patch placement. However recordings/log files were sent to the haifa technology center for investigation. It was found that there were few errors (256 "patient body reference has moved"). Also the metal values around this occurrence changed from their former values suggesting fluoroscopy did change position during the procedure. A device history record (DHR) review or investigation was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure a map shift occurred. Upon request, the bwi field representative provided additional information on the event. It was thought the map shift probably occurred because of the misplacement of the back patches. The nurse had already placed the reference patches and covered the patient when we the bwi field representative arrived for the procedure. On the location screen it was seen that the position was not optimal. The map shift was 2.5 cm and noticed by the user because the lasso catheter was completely out of the pulmonary vein anatomy. It looked like it was the same shift in the same direction for both nav-catheters (map and lasso nav). There was no warning message from the carto 3 system. The map shift occurred during a planned cardioversion. The patient was under anesthesia and did not move before the map shift occurred. The reference patch did not move or get loose before the map shift. Post map shift, the procedure was completed under the fluoroscopy without using carto, and no patient injury was reported.